Event description:
Pt, 17 weeks pregnant, admitted with cramping. Determination made that cerclage needed to be done. While being monitored in labor & delivery suite, pt was in birthing bed. Pt attempted to turn on left side. Utilized the heel of her foot to push herself up in the bed. Pushed against the lower part of the bed. Bed came apart. Left center corner fell inward and entire lower part of bed disengaged and fell to the floor. Pt fell to the floor on her left side. No health care provider in the room at the time of the event. However, the noise brought several staff members to the room. Attending physician was the first to arrive. Pt was then kneeling on mattress which was on the lower part of the bed which was on the floor. Approx. 20 minutes later, pt had spontaneous rupture of membranes. Delivered live fetus which had heart beat for 20 minutes before it died.